Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) for the discordant, elevated ctni result obtained on the dimension vista instrument. Siemens is investigating the incident.

Event description:
A discordant, elevated cardiac troponin I (ctni) result was obtained on a patient sample on the dimension vista 1500 instrument. The result was reported to the physician who questioned the result. The same sample was repeated and the same result was obtained. There are no reports of patient intervention or adverse health consequences due to the discordant, elevated ctni result.

Manufacturer narrative:
Original MDR 2517506-2018-00047 was filed 08-mar-2018. (Additional information 29-mar-2018): siemens headquarters support center (hsc) has reviewed the instrument data and completed their evaluation. No product nonconformance with the instrument or reagent was identified. The issue was limited to the sample from a single patient and no other issues with qc, calibration, patients or instrument performance have been identified. The sample is not available for review. The cause is unknown.